Event description:
Two stents had been successfully implanted in the proximal left vertebral artery. When the physician withdrew the delivery system for a third stent, it was noted that the dual tapered tip of the delivery system's inner body had separated and the outer body appeared stretched and 2 to 3mm of the braiding in the distal end was visible. The delivery systems of the previously deployed stents were then inspected and the dual tapered tip had separated from the inner body of one of these delivery systems as well. It is unknown whether the broken tapered tip was from the first or second stent system. The physician does not believe any portion of the delivery system remains in the patient. The patient is reportedly in stable condition.

Manufacturer narrative:
The stent system, guidewire and rotating hemostasis valve (rhv) were returned for analysis. The stent was not returned. The catheter's outer body was compressed on its proximal shaft at 102.5cm on its proximal end. The inner body was inside the outer body with the inner body bumper marker protruding through outer body¿' slightly wrinkled. Slight friction was felt when the inner body was being pushed within the outer body and the inner body was slightly kinked on its proximal shaft. No other anomalies were noted. The inner body was not found to be separated as originally reported. Therefore, this complaint no longer meets the requirements of a reportable event.

Event description:
Two stents had been successfully implanted in the proximal left vertebral artery. When the physician withdrew the delivery system for a third stent, it was noted that the dual tapered tip of the delivery system's inner body had separated and the outer body appeared stretched and 2 to 3mm of the braiding in the distal end was visible. The delivery systems of the previously deployed stents were then inspected and the dual tapered tip had separated from the inner body of one of these delivery systems as well. It is unknown whether the broken tapered tip was from the first or second stent system. The physician does not believe any portion of the delivery system remains in the patient. The patient is reportedly in stable condition.